Event description:
Our int'l affiliate reports a pt wearing acuvue oasys contact lenses developed a corneal ulcer od. The reporting ophthalmologist reported that on the initial visit the pt had a 1.5mm x 1.5mm, mid-peripheral corneal ulcer od. The ulcer was thought to be infectious. The ophthalmologist performed a corneal scraping and prescribed levofloxacin eye drops. The pt did not return to the clinic for further treatment and the reporting ophthalmologist could provide no add'l info. The clinic did not have the product or the lot number. Add'l info is not expected. Will continue to monitor and report trends. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.